Manufacturer narrative:
Communication with the customer did not identify the cause for the depleted battery pack. The maintenance schedule is not known. There is no information at this time that the device in question was returned. As the battery pack have not be returned at this time for analysis, the cause of the complaint cannot be determined. The IFU states: "improper maintenance can cause the ddu-100 series AED not to function. Maintain the ddu-100 series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart." "Follow all battery pack labeling instructions. Do not install battery packs after the expiration date." The available information does not indicate that the device did not perform as intended or meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that the asi is blank and the AED won't power on. No additional information provided. This reported event did not occur during patient use.